Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380- 2024 - 14960 - device 1 of 4

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 the patient experienced an issue that four-infusion sets did not go into their skin while insertion process, customer stated feels like canasters did not have enough pressure to push through the skin. No further information available